Manufacturer narrative:
The e402 analyzer serial number is (B)(6). Calibration was last performed on 17-jul-2025. The qc recovery data provided was acceptable. The alarm trace did not contain a conspicuous event. The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys hiv duo results compared to hiv combi pt for 1 patient sample on a cobas pure e 402 analytical unit and a cobas e 411 analyzer. This medwatch will cover hiv duo. Refer to medwatch with a1 patient identifier (B)(6) for information on the hiv combi pt results. The patient sample was tested twice on the e 402 analyzer and the hiv duo results were 1.01 coi and 1.04 coi, both interpreted as reactive. The patient sample was also tested twice on a e411 analyzer using a hiv combi pt reagent and the results were 0.286 coi and 0.295 coi, both interpreted as non-reactive.

Manufacturer narrative:
Based on the available data, a general reagent issue could be excluded. Differences in the elecsys hiv duo and elecsys hiv combi assay can occur. Repeatedly reactive samples with the elecsys hiv duo must be confirmed according to recommended confirmatory algorithms. Confirmatory tests include western blot and hiv rna tests. The hiv duo assay performs within specification. The investigation did not identify a product problem.